Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 57 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: qrs duration shortening predicts left ventricular reverse remodelling in patients with dilated cardiomyopathy after cardiac resynchronization therapy. Acta cardiologica. 2015;70(3):307-313. (B)(4).

Event description:
It was reported in a journal article that three patients were not reliably paced with their left ventricular (lv) lead. There was no reason provided but further information has been requested. No patient complications have been reported as a result of this event.